Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons was not functioning properly during a bolus attempt. The patient's blood glucose at the time of incident is unknown. The customer stated that the button felt sensitive and that it did not have the bounce and spring action that it used to have. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.